Event description:
Note: event date unknown. It was reported to boston scientific corporation that a polaris ultra nsh kit was being used in a stenting procedure (patient identifier, age, gender, and weight unknown). According to the complainant," the tip of the ureter catheter which was supplied with a stent kit had been broken." The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
A detailed device analysis of the returned axxcess catheter revealed scratch/scrape marks to the tip of the catheter. The most probable root cause for this event is determined to be handling damage. A review of the device history records was performed and revealed no related issues to this complaint. The event is considered to be non-reportable based on the report that the tip of the catheter was scratched.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B)(4): although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: event date unknown. It was reported to boston scientific corporation that a polaris ultra nsh kit was being used in a stenting procedure (patient identifier, age, gender, and weight unknown). According to the complainant," the tip of the ureter catheter which was supplied with a stent kit had been broken." The patient was reported to be in "good" condition at the conclusion of the procedure.